Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information received that all explanted items were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 17181983.